Event description:
It was reported that the right ventricular (rv) lead had noise seen on the ventricular electrogram. Due to this issue the lead was capped and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4); implantable cardioverter defibrillator (ICD), 2011 (B)(6); 5076-52, implantable pacing lead, 2003 (B)(6). (B)(4).